Event description:
Consultant reports: following the conclusion of l4-s1 posterior fusion procedure, the matrix distractor rack broke. The arm with the distractor wing-nut broke when being removed from the surgical site. The wing-nut cannot be threaded back on. Nothing broke into the wound, nothing to retrieve. This is 1 of 1 reports for this event, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation visual inspection revealed the screw had sheared off the thumb screw assembly. The instrument corresponds to the drawings and processes at the time of manufacture. A product evaluation conducted to increase the strength of the screw found that the screw was being over tightened during assembly and cracking the screw. The manufacturing location has since provided assemblers a special tool to limit the torque applied to the retaining screw to prevent fracture. Based on the investigation the complaint is invalid from a design perspective.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.